Event description:
It was reported that after surgery for semi open pneumothorax, during the recovery phase and after resuming activity, bleeding from the chest wall occurred. Hemostasis was performed surgically with blood transfusion support, and the procedure was completed. Blood loss was 500ml. The patient¿s current condition is stable. The doctor considered that protrusion at the crossing point of the staples injured the chest wall and caused the bleeding. The doctor also stated that this can occur regardless of the staple manufacturer, and that trimming or other treatment of protruding staple parts will be performed in future cases. The patient had no allergies, medical history, treatment history, or other ongoing diseases. The cartridge color was gold. No further information is available.

Manufacturer narrative:
(B)(4) date sent 5/20/2026 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon allege any device deficiency that may have caused or contributed to the patient outcome, please give details? What is the lot/batch number? What were the indications for surgery? What surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Intra op or post op? Was a mechanical pleurodesis performed? Was the staple line visualized endoscopically during the initial surgical procedure? How long post operative did this issue occur what was done during the second procedure to achieve hemostasis? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.